Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned without anchors. A piece of the suture was returned and one end was frayed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material found a material certificate of analysis is required. Based on the condition of the product material found during visual inspection, additional material testing is not required. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair, the suture of the ultra fast fix was broken outside of the patient. The procedure was successfully completed with non-significant delay using a back-up device. No patient complications were reported.